Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two bc191-05 flexitrunk nasal tubing 70mm was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the two subject devices, bc191-05 flexitrunk nasal tubing were returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned devices, information provided by the healthcare facility, and our knowledge of the product. Results: evaluation of the subject devices revealed that the tubing was torn and stretched next to connector. For one device, the tubing was observed to be wrinkled and torn. For the second device, the tubing was observed to be stretched but the material did not break in this case. Further testing confirmed that there was no leak as a consequence of the stretched tubing. Conclusion: based on the evaluation of the returned devices, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported events resulted from the devices being subjected to pull force. Although in only one of the devices the tubing was broken. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. Our user instructions which accompany the flexi trunk nasal tubing state: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in los angeles has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing 70mm was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.